Event description:
It was reported that the balloon ruptured at 6 atm's. No vessel or lesion details were reported except that vessel was not tortuous. No pt or procedural complications were reported.